Event description:
It was reported that when patient presented in clinic for normal follow up, high pacing lead impedance and high capture threshold were observed. Patient is pacemaker dependent. Lead was capped.

Manufacturer narrative:
No medwatch form was received.